Event description:
Home pt (hp) contacted baxter's tech service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during drain 1/5 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp's dog chewed multiple holes in the pt line of the hc set tsc assisted hp in ending apd therapy early, hp completed therapy manually. Per hp, no pt injury or medical intervention was associated with this incident.